Manufacturer narrative:
Device not returned for evaluation. Current information is insufficient to allow a conclusion as to the cause of the event. Review of the device history records shows that the lot was released to distribution with no recorded anomaly or deviation. Device not returned for evaluation.

Event description:
The operating physician found it difficult to insert tibial insert into tibial tray.